Manufacturer narrative:
Concomitant medical products: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2017 product type lead product ID 977a275 serial# (B)(6) implanted: (B)(6) 2017 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the doctor told the patient the patient he broke a wire during the surgery. The doctor left this in the patient's back. Nothing has been done been done to resolved this issue. The issue has not been resolved, and the patient does not use their therapy. The only thing it does is makes the patient's legs tingle. The patient also noted that their battery does not charge.

Manufacturer narrative:
Concomitant medical products: product ID 977a275 lot# serial# (B)(4) implanted: (B)(6) 2017 product type lead product ID 977a275 lot# serial# (B)(4) implanted: (B)(6) 2017 product type lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 09-may-2018, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 26-oct-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. During the call, the pt mentioned they hadn't used their ins because their ins "didn't do anything" (pt confirmed they meant their ins didn't provide therapeutic relief) and that both of their legs would just "tingle" since 2 years ago. Additional information was received from the patient (pt). The pt clarified that the device stopped helping the pt's back, and when the pt would charge the only thing it did was make the pt's legs tingle. No steps were taken to resolve the issue and the issue is not yet resolved. The patient reported that when they had the device put in the hcp said a wire broke off. The pt does not want it fixed due to insurance reasons. Additional information was received from the patient reporting that no steps were taken to resolve the lack of therapy and tingling in the patient¿s legs. It was reported that there was not a device concern/ change in therapy. No other actions were taken or planned to resolve the issue. The patient stated that they weren¿t told that they had to recharge the unit every week until after surgery. For weeks after the surgery when they charged it they would get burning in their back. The doctor said they broke a wire in their back and it would burn out on its own (very uncomfortable). They stated that they would like it taken out of their back, but they couldn¿t afford it because their insurance changed.